Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, corroded coupler was noted. In addition, focus switch failure to work due to water inside the charged coupled device, cable cut, and focus switch cut were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, corroded coupler was noted. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified for the phenomenon ¿coupler is corroded¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.